Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was further clarified that the fracture sustained was of the patient's left ulnar shaft. On (B)(6) 2015, the patient reported tightness in his wrist with a slight discomfort rated 1 out of 10. Although the patient had good range of motion in his elbow and hand, there was a slightly limited range of motion in his wrist. The patient visited his doctor for a post-operative checkup (on the (B)(6)). It was noted that there was a non-union as well as broken hardware (plate). Also noted was a 12 to 13 degree angulation at the fracture site. On february 5, 2015, the non-union was confirmed and the patient reported that the pain had worsened to a 3 out of 10 (pain on palpation over the ulna), which is noticed with strenuous activity. It was reported that there is some motion at the fracture site. The patient was subsequently revised due to a non-union and broken plate with a second synthes 3.5 lc-dcp plate being implanted along with 3.5 cortical screws. It was reported that while under post-operative care, the patient showed progressive healing, reduced pain, and improved range of motion. The patient was noted to have pain on a scale of 3-4 out of 10, elbow extension 20 - 30 degrees, elbow flexion from 100-110 degrees, and forearm pronation and supination from 60 to 60 degrees on (B)(6) 2015. The patient, at that time, was in a sling, non-weight bearing, and ordered to avoid pushing, pulling, and lifting. The patient was advised to cease cigar smoking and to continue with vitamin d and calcium. On (B)(6) 2015, the patient reported a decrease in pain to about a 1-2 out of 10. He was noted to be able to flex just shy of full extension up to about 130 degrees and told to proceed with physical therapy and light-day-to-day activities. The patient continued with a bone stimulator. On (B)(6) 2015, the patient reported that his pain was minimal and that he just gets a twinge of discomfort with certain positions of the forearm. Range of motion was noted to be improving and the patient was to proceed with activity as tolerated and home therapy. During the final post-operative visit, it was reported that the patient had just a little bit of sensitivity over his hardware and an occasional twinge of discomfort with certain activities. The pain was, at that time, a 1 out of 10. The patient was noted to be well healed with no signs of infection and no significant pain. There were no significant acute orthopedic abnormalities noted upon inspection, which included range of motion, strength, and stability testing of the lower extremities. The patient was advised to proceed with activity as tolerated and to follow up with his physician on an as-needed-basis.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who underwent a repair of a left ulna fracture on (B)(6) 2014, was implanted with a synthes plate and screws. After what was reported as an appropriate time for healing had passed, the patient, who was still experiencing pain in his arm reported to his orthopedic surgeon. X-rays determined that the hardware had broken resulting in a second surgery on (B)(6) 2015. The patient reports pain and discomfort due to the plate failure. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include hwc. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This is for the 3.5 cortical screws (quantity 8); four proximal and four distal screws, implanted to maintaining the fixation of the synthes 10-hole plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 a (B)(6) man was scheduled for a revision surgery to repair previously implanted hardware implanted to repair an ulna fracture. The patient, while vacationing in italy during the previous november, had fallen backwards (10-12 feet) down a museum stairwell on (B)(6) 2014. During the traumatic fall he hit his head first on the right side, then on the left side suffering a skull fracture and fracturing his left arm (a left ulna shaft) requiring surgery and rod placement as well as hitting is head and sustaining a traumatic brain injury. The patient underwent an open reduction internal fixation of the left ulna fracture on (B)(6) 2014. On (B)(6) 2014 the patient was implanted with a synthes, tubular 10-hole plate drilled with and filled in standard orthopedic fashion with synthes 3.5 cortical screws. The patient was referred to a sports medicine and physical therapy center and seen for an initial assessment on (B)(6) 2014 for complaints of pain in his lower back; a consequence of the (B)(6) 2014 fall. The initial assessment reports that addressing his back pain was his primary focus and that a fractured ilium was not a main concern. On (B)(6) 2015 x-rays show a nonunion of the ulna fracture with a broken fixation plate described as a non-united comminuted fracture of the proximal ulna maintained in near anatomic alignment by a fixation plate and screws. An approximate 3-4 mm maximal diastases across the fracture site was noted. There were four proximal and four distal screws maintaining the fixation plate but a disruption of the fixation plate immediately distal to the fourth proximal screw was noted. Also noted was a very mild angulation at the fracture site. Doctors planned to repair the left ulna fracture with a distal radius autograft with fluoroscopic interpretation. During the revision surgery the implanted screws were removed as well as a broken plate. The plate was very carefully removed as the ends of the plate were noted to be very sharp. The fracture was reduced using clamps and another synthes 3.5 lc-dcp plate was implanted along with 3.5 cortical screws also from the synthes set. It was noted that the surgeon utilized the compression holes in the plate; 2 on each side to be specific. This was note intra-operatively, to nicely compress the fractures and bony contacts at various points of the nonunion site was documented. Prior to closing the patient it was confirmed that the fracture was acceptably aligned and the hardware was appropriately selected and placed. The patient's elbow was examined under fluoroscopy and its alignment was found to be good and stable. The patient was also noted to have good wrist and elbow range of motion. The surgery was successfully completed and the patient was noted in recovery to have good capillary refill as well as good range of motion of all his fingers.